Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
The device was not returned to edwards for evaluation as it remains implanted. The device history record (DHR) was not reviewed as the reported event does not allege a malfunction that could be related to a manufacturing deficiency and/or one was not confirmed through investigation. In addition, the event does not allege a labeling issue or device related infection; therefore no DHR is required. Calcification is a well-recognized failure mode of bioprosthetic valves. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), and mechanical stress related to the valve's hemodynamic performance. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprostheses from calcifying. Although patient factors are believed to play a crucial role in the development in bioprosthetic tissue calcification, the underline mechanism is still not fully understood. A definitive root cause could not be determined; however, it is likely that patient related factors and the progression of the underlying valvular disease pathology contributed to the event. Edwards lifesciences will continue to monitor all reported events. No further actions are required at this time.

Event description:
It was reported via the implant patient registry that a 21mm bioprosthetic aortic valve, implanted approximately for 12 years and five (5) months, was explanted due to stenosis secondary to calcification. The explanted device was replaced with a 21mm bioprosthetic valve. Patient was discharged on pod #6. Per medical records, this case involved a (B)(6) male with history of acute rheumatic fever, respiratory failure, htn, avr, and stenosis. He presented with aortic stenosis. The prosthetic valve showed signs of calcification and noncoronary leaflet was immobile. The 21mm valve was removed and annulus was debrided. A 21mm bioprosthetic valve was implanted using circumferential mattress sutures. The valve appeared well seated. Patient was weaned from cpb without difficulty. He was taken to ICU in critical condition. It was noted patient was discharged on pod #6.